Event description:
Pt reported the infusion set leaked insulin during use. Her blood glucose elevated to 420 mg/dl, and she noticed there was a small hole in the infusion set where insulin was leaking. The infusion set had been in use for 3 days. She replaced the infusion set and did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested for eval. No add¿l info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.